Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure and while attempting to connect the lead to the pulse generator, the setscrew could not be tightened. Reconnection was attempted twice; the septum material of the setscrew inset was damaged. The device was not used, another device was implanted successfully. There were no adverse consequences to the patient.